Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflations and exchange". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation/use error : observed opening assessed as fold flaw opening. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ particles in valve : not observed. As per the investigation procedure crease wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "deflations and exchange". This record is for the right side. Device has been explanted.

Event description:
The device has been explanted and replaced.